Event description:
On april 26th 2019, spiration was made aware that a patient enrolled in the (B)(6) clinical study at (B)(6) was hospitalized for infection and pneumonia in the right lower lobe from (B)(6) 2019. Thoracic effusion occurred. The patient was treated with a thoracic tube and IV antibiotics. Clinical reporting for the emprove extension clinical study was done in accordance with the emprove protocol. On february 24th 2020, the clinical events committee determined that the infection and pneumonia was possibly related to the device and definitely not related to the procedure. Based on the cec determination, this event is reportable for the commercial spiration valve system under (B)(4).